Event description:
Related to MFR report # 2183959-2012-01049. On (B)(6) 2010, the plaintiff had an ams sparc cling implanted. It was alleged by the plaintiff's attorney that the plaintiff experienced pain and loss of urine and other problems related to her surgery. It was also indicated that the plaintiff suffered from, "erosion and extrusion of the mesh, causing severe persistent pain, nerve damage, and an inability to perform household functions and sexual relations." The plaintiff was diagnosed with "vaginal pain, dyspareunia and urination issues from the implantation." The plaintiff was also "caused to suffer, did suffer and will continue to suffer from physical, emotional, " injury, disability, impairment loss of enjoyment of life, inability to engage in chosen and necessary activities, and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.